Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The pt reported they developed an itching and burning sensation around the device mass. In addition, the skin appears to have "pimple-like" areas. The pt sought medical treatment and was provided with a pectin-based powder. No further pt complications were reported.